Manufacturer narrative:
An amo clinical development manager (cdm) followed up with the clinic technician and was advised that the patient did not lose any bcva post op. The technician was reluctant to provide any further details and also declined refresher training from the cdm. An authorized field service engineer examined both the excimer laser and the wavescan and did not identify any issues which would have contributed to the event. The field service engineer performed routine calibrations and adjustments as well as a preventative maintenance on the excimer laser. No further information is available.

Event description:
A technician within the customer's office reported that a patient treated for laser vision correction received what appeared to be a decentered ablation in the right eye. At the one month post-op examination the patient presented with a visual acuity of 20/70 in the right eye and a loss of over 2 lines of bcva. The technician later recanted this initial report stating that his employer was not aware he called the manufacturer. We are resolving all doubt in favoring of reporting the event.